Manufacturer narrative:
The product involved in the report has not been returned and lot number was not provided. Mai complaint number (B)(4). This is patient 2 of 3. PICC line was placed on (B)(6) 2021, and later removed on (B)(6) 2022. The PICC site started showing sites of skin breakdown around (B)(6) 2021. The provider tried using more skin protectant. The PICC site was assessed the next week on (B)(6) 2021 at which time the patient was placed on antibiotics - bactrim dc. Weekly rechecks were performed, the site was not healing and was observed as worse. Catheter was removed on (B)(6) 2022 and the catheter was cultured. Cultures were negative for catheter and wound site. Site discontinued use of chg dressing and diverted to an alternate dressing. The patient has improved. 3m has been notified and is communicating directly with the patient to further investigate. Medical action industries is the manufacturer of the PICC dressing change convenience kit. The complaint component however is a tegaderm dressing with chg, manufactured by 3m. It is vendor item number 1839-2100k. Since there is no complaint lot indicated, the component lot is also unknown. All information reasonably known as of (B)(6) 2022 has been included in this medical device report. Should additional information be obtained, a follow-up medical device report will be provided. The information provided by o&m halyard, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to o&m halyard, inc. 3m has been notified and communicating directly with the customer to further investigate. O&m halyard, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or caused serious injury. Device not returned.

Event description:
(B)(6). Complaint number: (B)(4). This is patient 2 of 3. PICC line was placed on (B)(6) 2021, and later removed on (B)(6) 2022. The PICC site started showing sites of skin breakdown around (B)(6) 2021. The provider tried using more skin protectant. The PICC site was assessed the next week on (B)(6) 2021 at which time the patient was placed on antibiotics bactrim dc. Weekly rechecks were performed, the site was not healing and was observed as worse. Catheter was removed on (B)(6) 2022 and the catheter was cultured. Cultures were negative for catheter and wound site.

Manufacturer narrative:
The product involved in the event report has not been returned and a lot number was not provided by the reporter. Patient number 2 of 3. Medical action industries is the manufacturer of the complaint PICC dressing change convenience kit. The complaint component however is a tegaderm dressing with chg, manufactured by 3m. It is vendor item number 1839-2100k. Since there was no complaint lot specified, the component lot is also unknown. The investigation findings from the supplier 3m indicate this issue was likely not the result of defective product. Per the supplier, the pictures indicated the issue was likely due to improper overall site management. 3m determined that the complaints were not considered reportable 3m stated on march 9, 2022, that a 3m application engineering specialist/clinician and a 3m sales rep would contact the reporter and further educate them on best practices for using and maintaining the 3m chg PICC/cvc dressing on patients. The complaint is now considered closed. All information reasonably known as of 07apr2022 has been included in this medical device report. The information provided by o&m halyard, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to o&m halyard, inc. O&m halyard, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint ch-dt-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.